Manufacturer narrative:
Ortho clinical diagnostics (ocd) could not perform additional testing on this lot as the product was expired prior to receiving the complaint. A review of the batch record confirmed the product met all release specs prior to release. The customer concluded the issue was sample related as no other reported discrepancies and continued acceptable qc results. Related complaints for this issue have been recorded. Please cross reference the following: MDR 2250051-2008-00306, mdr2250051-2008-00307 and MDR 2250051-2008-00308.